Event description:
It was reported to medtronic neurosurgery that during preimplantation the devices functioned appropriately. The report then states that following placement of the catheter in the patient, a leak was found where it connected to the drainage system. According to the report, new devices were then obtained and used to complete the procedure without any injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.